Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer air bubbles location is on reservoir and approximate size is a pencil eraser. The customer was assisted in priming out the air bubbles and changing fill cannula amount back to the amount he had prior to us starting. The customer was advised that his reservoir will need to be changed sooner than normal because we primed the insulin out to get out the air bubbles to prime out.